Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision to shorten the tubing. No components were removed or replaced. No additional information was reported.